Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the customer suspected thrombus due to elevated lactate dehydrogenase (ldh) levels in the 600's u/l. The patient had a stroke a few weeks prior and at the time of that event, the patient's ldh was elevated as well (800's u/l). The patient underwent a pump exchange on (B)(6) 2018. Thrombus was visualized on the outlet stator. Additional information was requested but not provided.